Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
It was reported that during an electro physiology study the device is alarming patient side occlusion while using a catheter. The customer further stated that they were not getting this type of an alarm prior to the recent upgrade. It is their understanding that the conditions for this alarm have not changed, however, the engineers are trying to reproduce the alarm in the biomed department and have yet to have success even though this alarm occurs multiple times during the procedure. The customer would like verification that the conditions did not change for this alarm. No product returned.

Event description:
It was reported that during an electro physiology study the device is alarming patient side occlusion while using a catheter. The customer further stated that they were not getting this type of an alarm prior to the recent upgrade. It is their understanding that the conditions for this alarm have not changed, however, the engineers are trying to reproduce the alarm in the biomed department and have yet to have success even though this alarm occurs multiple times during the procedure. The customer would like verification that the conditions did not change for this alarm. No product returned.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2019-02393). This MDR resubmission now reflects the correct product registration number. Continued from d.11-st. Jude advisor hd grid mapping catheter se. Continued from g.3-interventional radiology mgr. The customers complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Section a.2: patient age and dob requested but not provided.